Event description:
As per cc form: portion of catheter that remained intracorporeally was still partially within the sheath, catheter was secured and removed. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4).